Event description:
A malfunction on the pump was reported by the caller, who noted that no significant events had occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to reach out if the malfunction occurred again and confirmed their understanding of the instructions received.